Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr), tethered posterior leaflets and wide gap between leaflets for a mitraclip procedure. During the procedure, one mitraclip was implanted at anterior and posterior leaflet 2. In observation of left ventricular outflow tract (lvot) view, single leaflet device attachment(sdla) from posterior leaflet was confirmed. The mr was reduced to grade 3-4 post procedure. There was no clinically significant delay or adverse patient effects.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr), tethered posterior leaflets and wide gap between leaflets for a mitraclip procedure. During the procedure, one mitraclip was implanted at anterior and posterior leaflet 2. In observation of left ventricular outflow tract (lvot) view, single leaflet device attachment (sdla) from posterior leaflet was confirmed. The mr was reduced to grade 3-4 post procedure. There was no clinically significant delay or adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported slda appears to be related to patient morphology/pathology. There is no indication of a product issue with respect to manufacture, design or labeling.